Event description:
It was reported that the patient presented with radiculopathy and extremity pain. The patient was diagnosed with spondylosis l2-l5, kyphosis l2-l5, and post-laminectomy failed back l2-l5. The patient underwent an open posterior surgery consisting of fusion l2-l5, osteotomy l4-l5. Autologous local bone, allograft, rhbmp-2/acs, posterior instrumentation, bone marrow aspirate, and calcium-based bone graft substitutes were used. Local antibiotics were applied and x-ray verification of levels was done. The patient was discharged home. The patient's 30-day nrs was 4. The patient's 30-day odi was 42. The patient developed neurological deficit post-discharge. Intervention was required, including a wound reopen/debridement procedure.

Manufacturer narrative:
Implanted: 2012. (B)(4) - wound revision. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information.

Event description:
It was reported that the patient underwent laminotomy facetectomy l4-l5, laminectomy l2-l4.